Manufacturer narrative:
We have received your complaint for the above-listed device and would like to thank you for your support of our market surveillance. Till today, the medical product has not been made available for analysis, and it was therefore not possible to examine it. The analysis is therefore based on a review of the production documents of the product complained about and an analysis of the supplied data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the transmitted follow-up data was able to confirm a low sensing threshold of 3.6 mv in a test from 10 jul 2020. Despite the available information, no conclusions can be drawn in regard to the cause of the clinical observation. An analysis of the lead would be required to determine the cause. If additional relevant information or the device itself should become available, please send these also to us. The incident was then updated accordingly.

Event description:
It was reported that approx. 81 months after implantation, an increase in the pacing threshold to greater than 4v/1.5ms and sensing at only about 3mv were observed. As part of an upgrade to a crt-d, a new ICD lead was added and this lead was capped.